Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_ext , product type : extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was indicated that the manufacturer representative (rep)  was in the operating room. Caller states they are unable to get the extensions out of the ins being replaced today. Caller states the set screws are removed and the battery is 'pretty dismantled'. The caller states the 'header is still there' but extensions will not budge. Tss provided suggestions for removal but product remained stuck. The caller states it appears as though they may have used glue as there is a yellow color where extension goes in header. The caller notes that drs is incorrect--the pt has 2 37081s implanted. The caller will likely elect to replaced extensions as she has 2 37081s with her. Attempted to twist extension out, reviewed possible lubrication of entrance point. The issue was not resolved through troubleshooting. Tss advised caller to return ins for analysis. Rep reported that device was replaced due to normal battery replacement. Doctor was not able to disconnect the extension from the ins. Attempted to disconnect at the lead/extension conjunction and also failed there. Extension was cut in ipg pocket and ipg explanted and boot added to cover existing extension tails. The cause and patient weight were unknown. Devices were returned.

Event description:
Additional information was received from the patient. They reported that they have a problem. Pt states implantable neurostimulator (ins) is in the left buttock and went to have it removed because the date had expired and they couldn't remove ins because healthcare provider (hcp) had sealed it all shut. Pt states the hcp had sealed the ins so they couldn't remove this. Pt states they don't know when this occurred. Pt states they are having a lot of pain in left buttock where they implanted the ins. Patient said they couldn't remove the device because the hcp filled it with plastic. Pt states the hcp no longer works with the manufacture's devices. Patient stated now they are in a lot of pain. Patient service specialist asked when the pain started and patient said it had started a little bit when they went in to have it removed but now the pain seems to be getting worse and they think it's because they weren't able to remove it and put a new one in. Pt requested help on what to do for their pain. The patient was redirected to their healthc are provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the electrical extension leads (serial number (B)(6) and unknown) found that the proximal end insulation was consistent with metal ion oxidation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.